Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge with a non-qualified handpiece and non-qualified viscoelastic. Per the information provided a company handpiece was used with the company cartridge. The company handpiece will not physically accommodate the company cartridge. This may have been reported in error. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information in the file states the when the lens case was opened the lens was not properly placed in the container. When implanting the lens in the patient's eye, it is observed through the microscope that the lens presents marks and scratches on the optical take, it was decided to wait for the evolution of the patient in post-surgical control to determine if it generates symptoms and define the behavior to follow. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, when opening the box of the lens, it was not properly placed in the container, the optical socket was on the plastic pivots. When implanting the lens in the patient's eye, it is observed through the microscope that the lens presents marks and scratches on the optical take, it was decided to wait for the evolution of the patient in post-surgical control to determine if it generates symptoms and define the behavior. Four fractures in the optical zone compromising the central rings noted. Additional information was requested and received stating, in the last post-surgical control, the four fractures are observed in the optic zone, one of them compromising the central rings, with capsular opacity. Patient was not seeing well out of the right eye. The lens was removed from the patient's eye and replaced with another identical lens without complications.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).